Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of cracked and leaking infusion set device is confirmed; however, the exact cause is unknown. One photograph of a 20g safestep was returned for evaluation. An initial visual observation of the photograph showed a safestep device inside a plastic pouch with the safety mechanism activated. The extension tube contained a circumferential split near the luer adapter. No other damage or use residue could be seen on the sample. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that there was a cracked line leaking at end of tubing that connects to end. Occurred in a peds hem/onc patient. Line was properly secured. Item was not used on a patient. There was no harm or negative outcome experienced. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked infusion set was confirmed. The product returned for evaluation was one 20g x 1/2" powerloc max infusion set. The fracture surfaces of the damage were observed to contain striation-like patterns and radiating tear marks, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.